Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went on-site to evaluate the customers issue of circuit occlusion. The fsr was unable to duplicate the reported customer issue. The fsr completed a performance test and the avea unit performed to meet all manufacture specifications. A calibration was also complete for verification.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed circuit occlusion, circuit disconnect, and no flow was noted by the end-user. The customer confirmed that there was no patient involvement associated with the reported event.